Manufacturer narrative:
Patient information was unavailable from the site. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that pieces fell out of the nav lock when disassembling the nav lock from the probe. There was no delay to the case. No impact on patient outcome. Additional information was received stating that the procedure was over when the pieces fell. No pieces fell into the patient.

Manufacturer narrative:
The navlock was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Both side tabs of the returned tracker had been broken off at the tip. As a result, the tracker was no longer able to secure inserted instruments. Otherwise, with markers attached and fully seated, the tracker returns good geometry and divot error readings with normal tracking. If information is provided in the future, a supplemental report will be issued.